Manufacturer narrative:
The graft was not received for internal evaluation. The same physician reported a total of four patients within the last month with similar issues. Three of those complaints were reported for the issue of lymphoceles. A meeting was held on 24jun2024 with the doctor who filed the complaints to discuss his concerns with artegraft and to discuss that there are no current trends related to this issue. The doctor stated that he doesn't believe the infection was related to artegraft, but rather bacteria present on the skin. The artegraft did not appear consistent with being infected. Additionally, the lemaitre clinical advisor reviewed the case details. On the initial assessment he stated "very unusual unless the patient has some strange reaction to foreign material or the alcohol preservative." A review of the DHR was performed with no issues being noted for batch 23g334, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. We remain inconclusive about the root cause of the issue, but based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices.

Event description:
Artegraft has developed a really bad seroma around it. The fluid is mostly on the venous end and the graft is also clotted. Graft was implanted on (B)(6) 2024. Additional information was received on 24jun2024 that states the following information: complication: large seroma around artegraft a left upper arm brachial -> axillary av graft with artegraft was placed on (B)(6) 2024. During an in clinic visit on 13jun2024 patient presented with soft, boggy mass around the venous end of the graft, and pocus showed a large fluid collection around the venous end of the graft. Graft was thrombosed. Graft was then explanted (B)(6) 2024.